Manufacturer narrative:
(B)(4). Continued concomitant therapies: calcium b12, vitimin d & c, zinc, and "women ultra vit". The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the cheek/ mid-face area with two syringes of juvéderm voluma® xc bilaterally and there were no adverse events noted after injection. Patient reported "right away it was bruised and bruise never went away." Approximately three weeks later, patient was prescribed doxycycline by their dermatologist. About six months after injection, injecting healthcare professional noticed ¿skin discoloration on the left and right side of the injected areas and hollow cheek bone but more severe on the left side." The skin discoloration was noted as "grey hyperpigmentation". The patient was treated with a hyaluronidase injection on this date. About ten days following this treatment, a biopsy was performed noting granuloma. Events are ongoing.

Event description:
Additionally, patient reported injector used a ¿yag" laser three times, two weeks in between each laser treatment to try to lighten the bruise color but it did not resolve the issue.